Event description:
It was reported that during the weekend following implant, the patient developed a large hematoma on the left side. It was drained and the next morning it looked better and the patient was improved. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.